Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple altitude alarms occurred. Reportedly, the user was in the mountains. The user's blood glucose level was 200 mg/dl. There was a delay in clearing the alarm; however, insulin delivery was resumed.